Event description:
It was reported that the patient allegedly suffered some skin damage and / or blisters while using a temperature therapy blanket the customer described the device that was being used with the blanket as a meditherm, however they could not verify this as they did not provide a serial number.

Manufacturer narrative:
Additional attempts were made to gather further information regarding this alleged issue, however, the customer did not respond to these attempts. Further information was not available.

Event description:
It was reported that the patient allegedly suffered some skin damage and / or blisters while using a temperature therapy blanket the customer described the device that was being used with the blanket as a meditherm, however they could not verify this as they did not provide a serial number.